Manufacturer narrative:
The device log file was analysed. On the date of the reported event (B)(6) 2016 entries were found showing that the piston motor persistently was too slow leading to a stop of automatic ventilation as a specified motor speed was not reached which is needed for this operation. The replaced motor was available for investigation at manufacturer site. It was detected that the motor did not start rotating in case of lower dc voltages due to a worn commutator disk. The motor contains components like brushes, ball bearing, commutator disk etc. Which are subject to wear and tear. As the anaesthesia device has been in operation for over eight years it is accepted that a single component can fail after this time. The fabius gs premium reacted on the detected failure as specified by shutting down automatic ventilation. The user was alerted to this condition by the appropriate alarms. Manual ventilation remains possible. Replacement of the motor has solved the reported symptoms. The fabius gs premium was returned to use with no further problems reported.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The case was reportedly completed using manual ventilation and there was no patient injury reported.